Manufacturer narrative:
It was reported that there was an arterial flow sensor failure. Information received on 2025-09-22 that the arterial flow was not working. According to the logfiles, the alarm "flow sensor defective" and the error message "art. Bubble sensor disconnected" was displayed during treatment. An additional failure was reported regarding the venous bubble sensor. The venous bubble sensor was intermittently functional and would alarm defective. Information received on 2025-09-25, that the failure occurred during treatment. No harm to any person has been reported. Any flow reading issue, flow issue and bubble sensor alarms can lead to a pump stop during treatment. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-09-19. The fst could reproduce the flow/bubble sensor was not functional. The fst could replicate the venous bubble sensor failure. According the fst, there was no physical damage to both sensors. The arterial flow/bubble sensor and venous bubble sensor were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the flow/bubble sensor failure: the affected flow/bubble sensor was investigated by getinge life-cycle-engineering (lce) on 2026-01-14 with following conclusion: the error described could not be reproduced on the arterial sensor. However, it cannot be ruled out that the error may occur again with a different digiflow-mini. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - defective flow sensor. - response time is too long. Regarding the venous bubble sensor failure: the affected venous bubble sensor was investigated by getinge life-cycle-engineering (lce) on 2026-01-14 with following conclusion: it was criticized that arterial flow could not be measured during use and that the sensor was occasionally displayed as defective or the venous bladder sensor did not work at times. The internal conductors of the venous bladder sensor experience temporary interruptions when the cable moves near the sensor. To remedy the problem, the ecr (B)(4) was started. Another venous bubble sensor with a similar failure was already investigated by the supplier (B)(4) on 2020-04-28 following possible root causes were determined: - damaged wiring inside the cable due to mechanical tension - damage due to overvoltage or esd (electrostatic discharge). In order to investigate further, several venous bubble sensors were returned for investigation to getinge life-cycle-engineering and investigated on 2025-12-01 within the non-conformity. The root cause was determined as a separation of conductors in the cable near the sensor. As a remedial measure, the feed opening for the conductors must be closed before casting by the supplier during manufacturing. The investigation and actions within this non conformity are ongoing. Fsca (B)(4) was initiated. Referring to the fsca it is stated that "internal investigations have identified an issue with the durability of the connecting cable near the connection to the bubble sensor. Excessive bending of the cable can lead to poor contact, which may trigger the errors ¿ven. Bubble sensor defective¿ or ¿ven. Bubble sensor disconnected¿ on the connected medical device (rotaflow ii or cardiohelp-I). These errors can occur temporarily when the cable is moved or permanently if the connection is fully compromised. Upon availability of the new design: a new material 701055720 "bs 3/8x3/32 l1.7" (bubble sensor for 3/8¿ x 3/32¿ tubing, length 1,7 m) will be required for each exchanged sensor. " the fsca is ongoing. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. Regarding the arterial bubble sensor failure: the review of the non-conformities has been performed on 2025-09-04 for the period of 2020-01-31 to 2025-09-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-01-31. Regarding the venous bubble sensor failure: the cardiohelp device was manufactured on 2020-01-31. The review of the non-conformities has been performed on 2026-01-19 for the period of 2020-01-31 to 2025-09-02. In order to investigate the reported failure "venous bubble sensor malfunction/defective" further an internal nonconformity (B)(4) was initiated in november 2025. The investigation and actions within this non conformity are ongoing. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow sensor defective" could not be confirmed. Based on the results the reported failure "venous bubble sensor was intermittently functional and would alarm defective" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was an arterial flow sensor failure. Information received on (B)(6) 2025 that the arterial flow was not working. According to the logfiles, the alarm "flow sensor defective" and the error message "art. Bubble sensor disconnected" was displayed during treatment. An additional failure was reported regarding the venous bubble sensor. The venous bubble sensor was intermittently functional and would alarm defective. Information received on (B)(6) 2025, that the failure occurred during treatment. No harm to any person has been reported. Any flow reading issue, flow issue and bubble sensor alarms can lead to a pump stop during treatment. Therefore, a report is required. Complaint ID 1361786.